Event description:
It was reported that a malfunction occurred, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump successfully, and the malfunction did not recur. The customer was advised to monitor the situation and call back if the issue arises again.